Event description:
It war reported that prior to an unknown procedure, the device was bent when they opened the package. Not mentioned how case was completed. No patient consequences noted.

Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument was returned with the shaft bent. No testing could be performed due to the returned condition.